Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication cannot be determined although the surgeon stated that the lymph nodes were adherent to the blood vessel. There was no report or allegation from the customer of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to isi for failure analysis evaluation. If additional information is received, a follow-up MDR will be submitted. A review of the site system logs found no observed events that would suggest a product issue, and logged events are in line with normal system functionality. Images and video clips associated with this reported event were not submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted lung resection procedure, there was bleeding from an unspecified vessel during the dissection of the area around the lymph nodes. The lymph nodes were adherent to the blood vessel and while dissecting, a perforation injury occurred to the blood vessel. As a result, the procedure was converted to open surgery and the vessel was repaired. The cause of the intra-operative is unknown. There is no allegation of a product issue causing the injury to the blood vessel.

Event description:
It was reported that during a da vinci-assisted lung resection procedure, there was bleeding which could not be controlled robotically and the procedure was converted to emergency thoracotomy. The lymph nodes were adherent to the blood vessel and was caught while dissecting the surrounding area. The patient was well and was discharged as planned. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the bleeding occurred as the surgeon was dissecting the area around the lymph nodes. The lymph nodes were adherent to a blood vessel and while the surgeon was dissecting, the blood vessel was snagged, and a perforation injury occurred. It is unclear how the blood vessel was snagged or what part of the instrument snagged the vessel. There were no unexpected movement of an intuitive surgical, inc. (Isi) product. Additionally, there were no product issues which led to the bleeding. It is unknown what specific instrument contributed to the bleeding nor which blood vessel was injured. The injured vessel underwent compression hemostasis and vascular repair. The blood loss volume associated with the complication is unknown. The surgeon did not expect to convert the procedure to open prior to the procedure. The patient tolerated the open procedure well. No instruments are available for return to isi since there were no product issues which caused the injury. There are no photographic images/videos available for review.